Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 496 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer was not able to troubleshoot. Supplies would be replaced.